Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been receiving no delivery alarms on the insulin pump. Customer stated that he keeps going through the same troubleshooting and told different reasons why it is happening, but the pump hasn't done this before. Customer was sleeping and received a no delivery alarm this morning. Customer's blood glucose level was 355 mg/dl. Customer performed a 5.0u fixed prime and the insulin did not exit. Customer ran 5 units and received a no delivery alarm right away. Customer ran a manual prime again and pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. While changing the set, customer received a no delivery alarm. Customer stated that he changed the infusion set twice and then changed the reservoir. Customer did not receive another no delivery alarm. Customer was advised to use the plunger in his infusion set change process. No further assistance needed.